Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a bilateral knee replacement on (B)(6) 2008. Approximately 14 years and 8 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. The patient has suffered the following injuries and complications: bilateral knee discomfort, paint, restricted motion, stiffness swelling instability, osteolysis, polymeric wear induced synovitis; left knee varus deformity. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery search - no results.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.

Event description:
Postoperative diagnosis: exactech l tka, poly wear, instability. The polyethylene was noted to be grossly damaged with several small pieces of polyethylene scattered through the knee joint. The patient was transferred to the recovery room in stable condition. Patient was revised to competitor's devices.